Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) previously showed six months remaining longevity. During the recent check, the device showed three months remaining longevity. Boston scientific technical services (ts) suggested to continue normal device follow-up and monitoring. As of this time, this device remains in service. No adverse patient effects were reported.